Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched/striped. Another lens was used and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. The lens was not returned. Visual inspection at 10x microscope magnification was performed. The pushrod was observed advanced to the cartridge tip. There was no assembly error detected on the returned insertion device. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Through follow the customer confirmed there was no contact with the eye, and thus no clinical consequence can be reported for this patient. (B)(4). No additional information was provided to abbott medical optics.